Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator shocked the patient at her implantable neurostimulator pocket site occasionally since implant. Impedances were measured on the day of replacement, and they measured normal. The shocking sensation occurred when the stimulation was on or off. When the patient was walking or lying down and charging her device, the patient can feel a buzz/zap on her. The manufacturer representative was unsure if pressure was causing the shocking. A replacement implantable neurostimulator was implanted on the day of the report. It was noted to be implanted at the same pocket site but more towards the surface, superficial, and little bit up towards the pocket site. The patient was doing fine at the time of the report. There were no further complications reported or anticipated.